Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they are questioning accuracy of low blood loss in canister that was saturated and best practices were used to scan. Case (B)(4) and canister 1047060. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they are questioning accuracy of low blood loss in canister that was saturated and best practices were used to scan. Case (B)(4) and canister (B)(4). The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.